Event description:
It was reported during the implant attempt that the helix would not re-deploy. A different lead was used. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the turned to extend/retract the helix exceeds specification. It was also noted that there was blood in/on the helix mechanism and sleevehead.